Event description:
I had a total hip replacement -right side- in (B)(6) 2005. I have had three hip replacement dislocations since then. The last one was (B)(6) 2010. I went to my doctor -dr. (B)(6), (B)(6) medical center, (B)(6)- that did the hip replacement to see what the problem could be. He took x-rays and said everything looked good and that there was nothing to fix. Last night I heard on the news that there is a depuy hip replacement recall. I pulled my hip replacement paperwork and the information on my parts are listed depuy: depuy pinnacle sector acetabular cup sz mm 50 ref: 1217-22-050, lot# zf2cd1000 depuy pinnacle cancellous bone screw dia mm 6.5 mm lgt 35, depuy marathon acetabular liner neut lnr ang 50 mm 0d 28 mm, (B)(4) v40tm alumina femoral head -2.7mm 28mm case (B)(4). This, in my opinion, should not be happening. The first time I was bending forward leaning to the right, the second time I went to sit down on the sofa, the third time I was sitting in a chair and was in a curled position and went to straighten out on the ottoman. It's popping out too easily. This should not be happening.